Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging an onetouch verio iq in (B)(6) meter was displaying an error 4 message. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter had an error 4 message. There is no evidence, however that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Follow up # 1/supplemental report text- 11/19/2012: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case were tested and found to have failed, giving an error 4 error message during testing. The patient's meter was also returned and tested with passing results. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow-up #2 (submission 12/28/2012)- investigation confirmed the alleged error message in the meter's error log; however, the error message was not reproducible during testing. The cause of the event is unknown.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.